Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the that patient that "when they walk around" their heart rate "was 116". They also reported "dizzy spells and black outs". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.